Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to reading 24 mmol/l (432 mg/dl) and then "high" (greater than 27.8 mmol/l (>500 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. A new pod was successfully placed. The device was originally reported for not sure delivering insulin.